Manufacturer narrative:
The customer¿s report that the male luer broke off was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspections it was noted that the extension set¿s male luer tip broke off; with one side slightly higher than the other. Further visual inspection of the damaged component under magnification observed a whitish colored stress marking on the broken luer tip¿s lower side. Additionally, a crack around 0.238 inches was observed on the male luer¿s spin collar. The crack runs parallel to the direction of the fluid flow. There were no immediate signs of damage or deformities found on the rest of the spin collar. Clear liquid was observed inside the extension set¿s tubing. No other anomalies were observed on the set. Functional testing was not performed as the male luer spin collar and tip was received damaged. The root cause of the observed crack on the male luer spin collar was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the male luer broke off into maxzero. There was no report of patient harm.